Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and no delivery. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with bolus. The customer had symptoms such as nausea. It was reported that the no insulin delivery during basal. The customer alleges pump was under delivering lately the insulin pump got funky and there were time that it over and under delivers. It was reported that the customer performed high pressure test and was failed. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test at 0.08755 inches. The test minilink transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump.